Event description:
An ophthalmic surgeon reported that the cutter was unable to cut during a vitreoretinal surgery. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product sample was requested; however, it has not yet been received by the manufacturer. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).